Event description:
The patient was revised due to an infection and loosening on (B)(6) 2024. The implantation date was on (B)(6) 2020. A cup, a glenosphere, a metaglene, screws and a stem were explanted. An offset head, a screw, an excentric taper and a stem were implanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.